Manufacturer narrative:
Manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for catheter fracture and deformation due to compressive stress as a leak noted at the circumferential split 9.6cm from the distal end of the cath-lock. Three circumferential kinks were noted approximately 7.1cm, 7.9cm and 8.7cm from the distal end of the cath-lock. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that some time post port placement, the catheter was allegedly broken. It was further reported that patient experienced pain. There was no reported patient injury.